Event description:
It has been reported to the company that the introducer sheath may have caused a perforation of the vessel. The physician inserted the sheath into the patient's femorl artery. The physician attempted to insert the guiding catheter through the sheath and felt some resistance. The guide catheter would not exit the tip of the sheath. The patient started bleeding heavily and the physician suspected a perforation and sent the patient to surgery to repair the vessel. The patient is reported to be fine.